Event description:
Medtronic received info from a pt's spouse that it was possible the blue tip of the cannula may have came off during surgery. The spouse was asking if the blue tip is left in the pt if the plastic dissolves, or if it can be detected by x-ray. Through add'l investigation, it was discovered that the tip of the cannula was never found. X-ray was negative. It was reported that the tip may have gotten caught on a sponge or towel. The cannula remains with risk mgmt, and has not been returned. It was reported that the pt is doing well.

Manufacturer narrative:
(B)(4): eval: method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: the cause of this event could not be confirmed at this time since no product has been returned for analysis. According to the investigation, the tip was cut by the customer during the procedure. X-ray was negative. The cannula remains with risk mgmt at the hospital until further notice. It is not common for the blue tips of the device to come off during surgery. If left in the pt, the tip does not dissolve; however, the tip is radiopaque and can be detected by x-ray. Review of the device history revealed no mfg-related or design-related issues believed to be involved in the event. Medtronic will continue to monitor complaints for similar issues. Should add'l info be made available, this event will be updated and a supplemental report will be filed.